Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr was stuck in lesion and patient died. The target lesion was located in a "quite curvy" proximal circumflex artery and severely calcified coronary artery. A 1.25mm rotalink plus was used to treat the lesion. During the procedure, it was noted that the burr was stuck in the circumflex artery and it could not be removed, blocking the coronary artery which lead patient to cardiac arrest. Then the patient died.